Event description:
It was reported a balloon leaked during an undetermined procedure, presumed to be an angioplsty procedure. Attempts to gain further details with regards to the circumstances of this event were unsuccessful. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated a four millimeter burst was located in the middle portion of the balloon. The nylon braiding was overstretched. Balloon rupture or balloon leakage is an anticpated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details regarding the circumstances of this event, the co is unable to determine the cause for this event. The is directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in clacified lesions."